Event description:
It was reported that pump experienced malfunction with malfunction code, but no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.